Manufacturer narrative:
The field for section was not populated due to a technical limitation. Section product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the physician had the safe-t-j heparin coated fixed core wire guide placed in the superior vena cava with jugular access, but there was difficulty advancing a catheter over it. The wire was removed, and it was found that the coating was shredded. The procedure was completed with another wire using femoral access, and there were no injuries or additional procedures reported. No fragments of the device were left in the patient.